Manufacturer narrative:
Concomitant products: 419678 lead implanted: (B)(6) 2009; c4tr01 ipg implanted: (B)(6) 2015.

Event description:
It was reported that the implantable pulse generator (ipg) showed one dropped beat which appeared to fit the pattern of left ventricular capture management (lvcm). It was also observed that the right ventricular (rv) lead exhibited noise. Reprogramming will be performed, and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.